Event description:
It was reported that after the patient¿s house was struck by lightning, the a/c adapter was split and melted.

Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board/ printed circuit board (pcb) . It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.